Event description:
Device complications: none. Time of complication: after the procedure. Symptoms: loss of strength in the right hand. It was reported that after the procedure the pt showed symptoms of a stroke. The pt had loss of strengthj in the right hand and could not squeeze the reponse object on demand. The pt was able to speak. An MRI showed a hemorrahgic event. The pt was given anti-coagulants. A CT scan was not done since the pt has a history of renal disease. There was no reported device issue and no additional info was available.